Manufacturer narrative:
Brand name: the reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced a fluid leak involving an unknown transfer set. It was further reported the patient woke up and they were "all wet and the transfer set was loose". The patient reported they did not tighten connections before starting therapy. The transfer set was leaking ¿from the loose connections¿, but no damage was noted. Subsequently, labs were performed, and the results were positive for gram positive bacilli. The patient presented to the pd clinic and unspecified intraperitoneal antibiotics were administered. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up, the nurse reported the transfer set was loose from the titanium adapter. The patient was diagnosed with peritonitis. Should additional relevant information become available, a supplemental report will be submitted.